Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that atrial lead exhibited noise. No intervention was performed, and device is being monitored. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that programming changes were made and there were no patient consequences.